Event description:
During left total knee replacement, an impactor and a bearing trial broke. Seacoast biomet inc. Impactor was from general instrument tray- marlboro knee 1 or 7 2621 #59530.while using the impactor the plastic piece of the impactor broke in half. No harm to the patient. The bearing trial 63/67 x10 green trial while using on the patient a small piece broke off the trial. No harm to the patient. All pieces were accounted for in their entirety and no pieces were left in the patient. The bearing trail came from the universal 5 in 1 bearing trial tray 4363 # 595338. The broke impactor as well as the broken trial was removed from the sterile field. [Redacted name] biomet was aware.